Event description:
It was reported that a patient began experiencing an increase in seizures around the time her father and grandfather passed away in (B)(6) 2018. She stated that her device settings had just been increased in (B)(6) 2018. No further relevant information has been received to date.

Event description:
Follow-up with the treating physician's office stated that the increased seizures were above pre-vns baseline frequencies. It was stated that the cause of the increased seizures was patient stress. No other relevant information has been received to date.